Event description:
Before the transport, the customer checked the battery status. It showed 46 minutes. While the customer was transporting the patient the servo I made 3 consecutive beeps then the screen went blank without any type of warning, the patient ventilated with an ambu bag, the patient was not injured, the ventilator was removed from service it was plugged into a wall, the battery then showed a 4 minute charge.